Manufacturer narrative:
Follow-up report #1: 08/23/2016. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the distribution node pca. The damage to the electrode belt distribution node pca caused the thermal damage observed on the monitor c/a and defibrillator pcas. The root cause for the conductive gel ingress is unknown at this time. A corrective action has been initiated to investigate root cause for the gel ingress. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. As received, the monitor would not power on. Upon evaluation, multiple power supplies were shorted and multiple components were thermally damaged on the computer / analog (ca) and defibrillator board. The sd card was also thermally damaged. As received, the belt would not communicate with a test monitor. Upon evaluation, the u727 and u728 components were damaged inside the distribution node. A CAPA investigation is underway for this failure mode. Due to the damaged sd card, no data could be recovered. The reported treatment shock could not be confirmed. The patient's rhythm at the time of the reported treatment shock is unknown. No death or serious injury resulted from the reported event or the damaged equipment. Device manufacture date: monitor: 07/02/2014, belt: 01/20/2012.

Event description:
A us distributor reported that a (B)(6) female patient allegedly received a treatment shock. The patient's mother reported that the monitor would not power on after the shock and believed that the monitor was damaged when the patient fell and dropped the monitor during the shock. Follow up regarding the fall indicated that the patient was not injured during the fall.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. As received, the monitor would not power on. Upon evaluation, multiple power supplies were shorted and multiple components were thermally damaged on the computer / analog (ca) and defibrillator board. The sd card was also thermally damaged. As received, the belt would not communicate with a test monitor. Upon evaluation, the u727 and u728 components were damaged inside the distribution node. A CAPA investigation is underway for this failure mode. Due to the damaged sd card, no data could be recovered. The reported treatment shock could not be confirmed. The patient's rhythm at the time of the reported treatment shock is unknown. No death or serious injury resulted from the reported event or the damaged equipment. Device manufacture date: monitor: 07/02/2014; belt: 01/20/2012.

Event description:
A us distributor reported that a (B)(6) female patient allegedly received a treatment shock. The patient's mother reported that the monitor would not power on after the shock and believed that the monitor was damaged when the patient fell and dropped the monitor during the shock. Follow up regarding the fall indicated that the patient was not injured during the fall.